Manufacturer narrative:
The instrument was performing within quality control specifications with respect to controls and reproducibility. Controls were run 3 times per every 24 hrs. H3: service info was not provided. Raw data analysis was conducted. The instrument produced a review flag to indicate low confidence in the nrbc results. In addition to this, the corrected wbc also was a review flag to indicate low confidence about the wbc correction. Root cause for the erroneous nrbc result is unk; the instrument generated nrbc flags that alert the operator to further review the pt specimen. Root cause for reporting out flagged results is operator error. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous low nucleated red blood cell (nrbc) and corrected white blood cell (wbc) counts were obtained when using a unicel dxh 800 coulter cellular analysis system. There were instrument generated r (review) flags and system messages. Erroneous test results were reported out of the laboratory. A manual smear was reviewed and the nrbc calculation was twice the value of the instrument result. A corrected report was sent out. No reports of death or serious injury, and no affect to pt treatment as a result of this event.